Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: there could have been some debris (i.e. Bone cement, tissue, bone chips, etc) in the way of the art surface or the angle of insertion could have been off since there was damage to only the medial side of the art surface. Without additional information, the exact cause cannot be conclusively determined at this time. Evaluation: device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the articular surface would not lock into the tibial baseplate causing the surgery to be extended by 20 minutes. The surgeon is concerned that this could increase the likelihood that the patient could develop a post-op infection.